Manufacturer narrative:
Device evaluation: analysis of the returned device identified deformation of the device, creases fold, wear abrasion, cloudy, brown particles and weight is within specification. Voids in the gel were observed after autoclave cycle. Based on the device analysis the final assessment is no issues found related with the manufacturing process.

Event description:
Health professional reported left side capsular contracture, baker grade iii, and implant exchange due to patient's concern with the product. Device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and patient's concern with product.

Event description:
Health professional reported left side capsular contracture, baker grade iii, and implant exchange due to patient's concern with the product. Device was explanted.